Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned, while the yoke was attached to the control wire, indicating an evidence of prematurely deployment. Microscope examination was performed, and it was found that the bushing had a hit in the hooks surface while the yoke had hits and frictions marks on it. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be out of specification. A dimensional examination was performed between the hooks of the bushing, and it was found that the measurement of side a was within specification while side b was out of specification. Based on the condition and evaluation of the returned device, "the device had the yoke attached to the control wire and the bushing appeared to be deformed with hits in the hooks surface ", was due to manipulation factors during procedure as a result of pull forward and backward the handle after the clip fell off, the yoke could have hit the bushing caused the failures observed (bushing hits and deformation). It was also found that the bushing had some friction marks that could happen during the interaction with the yoke which presents the same marks and this failure could directly reduce the performance of the device. It is probable that as a result of excess of manipulation the first activation was made in the device and once this activation happens, it could have led to a premature deployment of the clip assembly. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip grasped/closed but did not lock onto tissue. It was also noted that the user did not release the clip from the catheter, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Investigation of the returned device revealed that the bushing appeared to be deformed, had a hit in the hook's surface and the measurement was out of specification; therefore, this is now an MDR reportable event.